Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.018¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. A kink in the inner lumen can cause difficulty to aspirate the inner lumen. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had difficulty aspirating. When negative pressure was applied from the guidewire lumen after pci, the air was withdrawn . At first, a pressure-resistant tube and a pressure-resistant three-way stopcock were attached. Then the pressure-resistant tube was removed and the pressure-resistant three-way stopcock was directly attached and pulled with a syringe, but air was also pulled. Since the patient's self-pressure was stable, the iab was removed and the patient was transferred to the ICU. Extracorporeal membrane oxygenation (ECMO) was not used. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).